Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering on. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for(B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis system was not powering on after multiple attempts to restart. A field service engineer inspected half height drawer 6 and found no lights on the interface board. Drawer 6-1 controller board failed the ohms test. Both the interface and controller boards were replaced. Connections were secured, retractor bands checked, and hard stops tightened. Firmware was updated, and the drawer passed all tests in hardware test application (hta). Drawer was successfully assigned in the application. Drawer 6-2 failed to close due to a bent red lever on the hard stop, causing it to remain in the open position. The lever was straightened and tested successfully. Additionally, missing rubber bumpers were replaced. Proactive checks were performed on all drawers, securing connections and verifying full operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering on. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.